Manufacturer narrative:
Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since paint chipping could be considered as technical deficiencies, and in this way the device contributed to event. As stated by the subject matter expert at maquet sas, the crack, starting at the edge of the underside fixing point located under the peripheral seal, was caused by a collisions or an inadapted cleaning protocol. The underside fixing point located under the peripheral seal is a retention zone, residues of cleaning agent can lead, by stagnation, to a loss of mechanical properties of plastic parts. During the design and the development, of the volista light head, several cleaning tests were carried out, the conclusion of the report cre 15-030 states that no damage was observed. - to perform daily inspections checking that the underside is not damaged. - the risk of collision and explains to pre position the device to avoid it. - how to clean and disinfect the light heads. This document includes some recommended products and some prohibited products. The volista light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a dry cloth to make sure that no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that the headlight cover was broken resulting in missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name:(B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.